Event description:
It was reported that the customer's pump screen was dark and wouldn't turn on, and the red led was flashing along with beeping and vibrating every three minutes. The customer's blood glucose level was within range between 54-500 mg/dl, so there was no adverse impact. Technical support arranged for a pump replacement, confirmed the shipping address, and provided instructions for putting the pump into storage mode prior to its return. The customer acknowledged understanding of these instructions and agreed to use the pre-paid label to return the problematic pump within ten days.